Event description:
It was reported that during a thyrodectomy procedure the device seemed to be coagulating slow and the hemostatis was not good. The case was complete with the device along with clamping and tying. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.